Event description:
It was reported that the customer was at diabetes camp and their insulin pump malfunctioned. One of the buttons was not responding, after several presses the insulin pump alarmed an error. The battery was removed and reinserted, which was followed by a blank screen. The customer's blood glucose was 500 mg/dl. The nurse at the diabetes cap broke the belt clip when they tried to get it off of the insulin pump. The mother of the customer declined troubleshooting; she wanted the device to be changed. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was programmed and monitored for two days with no blank display or glitch screen noted. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump had a broken belt clip slot, cracked case at a display window corner and a cracked reservoir tube lip. The insulin pump was received without a belt clip. No belt clip damage could be verified. No damage was noted on the isolation tape.